Event description:
It was reported that the pump battery would not charge, and the pump screen remained dark. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.